Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that an error message was received while trying to recover the storage space. A field service engineer rebooted both medstation and pyxis fridges to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system fridge door was unable to open and failed to recover. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.